Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on the radius side due to surgical damage. Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6. Correction: reason for reoperation due to rupture and capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and rupture. Device has been explanted.